Event description:
The customer called the helpline and was feeling disoriented, weak and thirsty. The customer's blood glucose reading at the time of the phone call read "hi." Paramedics were then called to the scene, and once they arrived, the phone call was disconnected in order for them to treat the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.